Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5.1 and auxiliary drawer 3.2 had ghost cubies. Two cubies showed no medication in the interface, but medication was actually present in them, and the medlist in epic was inaccurate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had ghost cubies and two cubies were showing no medication in the system, although medication was physically present in main drawer 5.1 and auxiliary drawer 3.2. A technical support specialist reported that the case was initially assigned to integration engineering support team (iest); however, the iest agent confirmed there was no issue in the carefusion coordination engine (cce), and the case was reassigned to an available enterprise server (es) agent. The iest agent dialed into the cce and verified communication between cce and electronic privacy information center (epic), finding no issues, requested resending the load and count messages to confirm message flow. The tss resent the messages, and the agent confirmed that the flow was correct. The customer was informed that there were no issues on the station, es server, or cce and advised to check with epic. Later, tss confirmed that interface logs showed pocket load messages generated by the organization support were being filtered from crossing back to epic. After updating the filter and resending the messages, all pocket load messages were successfully sent to epic. The customer informed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.